Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experience peritonitis. The day prior to the peritonitis event, the pt was hospitalized for constipation. The following day, the pt was diagnosed with peritonitis. The cause of peritonitis was unknown. On an unreported date, the pt was treated with unspecified medication for peritonitis. Three days after admission to the hospital, the pt was discharged. At the time of this report, the pt was recovering from the peritonitis event and pd therapy was ongoing. Additional information was requested but was not available. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers h14b23036 and h14b10017 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned a device analysis cannot be completed; therefore, the cause could not be identified. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a follow-up report will be submitted. (B)(4).